Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in a common femoral artery with proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr). Reportedly, five proglide devices had cuff misses occur, no suture was present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed and the tavr was performed. Hemostasis was achieved using the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.